Event description:
It was reported that during a mildly tortuous, mildly calcified, right coronary artery (rca) percutaneous transluminal coronary angioplasty procedure, during post-dilatation, a nc trek balloon dilatation catheter (bdc) was advanced to the lesion, but there was difficulty in post-dilatation and the balloon slipped off the lesion and there was difficulty with placing the balloon back over the lesion. There was a successful percutaneous transluminal coronary angioplasty procedure of the rca. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a mildly tortuous, mildly calcified, right coronary artery (rca) percutaneous transluminal coronary angioplasty procedure, after an absorb stent was implanted without difficulty, a nc trek balloon dilatation catheter (bdc) was advanced to a new lesion for pre-dilatation, but the balloon slipped off the lesion and there was difficulty with placing the balloon back over the lesion. The nc trek bdc was removed and the procedure was abandoned. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.